Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2014 for palpitation. Coronary angiography showed bilateral vascular lesions. It was reported that a 2.75* x 23 mm xience xpedition stent was implanted in the narrow, 80% stenosed, mid left anterior descending (lad). The patient was discharged on (B)(6) 2014. On (B)(6) 2015, the patient was re-hospitalized for arrhythmia. The patient received conservative treatment. The patient was discharged. Per physician, the relationship between the event and the device is not known. The patient is in good health. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: date of event . The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of arrhythmia is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, new information was received as follows: the date of re-hospitalization was (B)(6) 2014, not (B)(6) 2015. No additional information was provided.